Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose levels ranging from 485-585mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. Tandem technical support (cts) performed a system check and found that the customer was using pump supplies beyond labeling and was adding/removing insulin from the cartridge outside of the load process. Cts educated customer on cartridge/insulin labeling and proper load procedures. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump."